Manufacturer narrative:
This report is for one (1) unknown driver shaft. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. As the specific part number for the driver shaft is not provided. Patient code (B)(4) is used to capture the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial surgery on (B)(6) 2017 for a percutaneous pinning of the patient¿s left femur with three (3), 7.3 mm cannulated screw there was an intraoperative event. During preparation for implantation of the three (3) 7.3 mm cannulated screw into the patient¿s femoral neck bone, a non-cannulated driver shaft was used in conjunction with a guide wire and a power drive. The technician incorrectly provided a non-cannulated solid driver shaft assembly to the surgeon. Due to this, the surgeon over inserted the guide wire more medially into the patient¿s femur head through the acetabulum and advanced into the patient¿s abdomen. Approximately 25 to 50 percent of the guide wire was inserted into the patient¿s abdomen. Surgeon removed the guide wire with a rongeur instrument that was available in the operating room. The removal of guide wire caused an additional 60- 90 minutes surgery delay. A cannulated driver shaft is needed when using a cannulated screw however a cannulated driver shaft was not available in the set and the surgeon contacted the sales consultant to provide one. Surgeon then proceeded with surgery and implanted the three (3) cannulated screws using the correct cannulated solid driver shaft assembly which was made available by the sales consultant. Surgery was completed successfully and patient is reported to be in stable condition. No additional information available. Concomitant devices reported: unknown power drive (part number unknown, lot number unknown, quantity 1) this report is for one (1) unknown driver shaft this is report 2 of 2 for complaint (B)(4).